Manufacturer narrative:
The insulin pump had a protruded or loose drive support disk. The insulin pump was received with a cracked reservoir tube window, cracked reservoir tube lip, a cracked belt clip slot at battery tube threads area, cracked battery tube threads, and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that a customer's insulin pump was cracked on the case. The customer did not press in the drive support cap while connected. The customer's blood glucose was not known. The customer did not know how the damage occurred. Nothing further was reported.